Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that oxygen was leaking from the o2 hose. Identification of issue has been done by analyzing problem description. There was no patient harm. Based on technician statement, the inspection was performed and leak was found from o2 hose quick connector. Therefore, it is necessary to replace the o2 hose to resolve the problem. The purpose of the hose is to supply oxygen to the ventilator. The issue was decided to be reported based on available information as defective o2 hose may lead to stop of ventilation or low o2. Defective parts have not been available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.